Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a cori assisted tka surgery, the suction tip of the real intelligence robotic drill guard broke off during cutting and fell out of the field. The piece was retrieved. It is unknown how the procedure was completed. No delays and no patient injuries were reported.

Manufacturer narrative:
After further assessment of the information gathered by the manufacturer, it was identified that this event should be re-evaluated for MDR reporting. The original information stated that during a cori assisted tka surgery, the suction tip of the real intelligence robotic drill guard broke off during cutting and fell out of the field. The piece was retrieved. The procedure was completed with the same device without delay. The patient was not harmed due to the reported problem. However, after further clarification and information received, it was determined that the issue does not meet the criteria to be reportable, since this is a known failure mode in which the suction tip stays connected to the irrigation tube and the guard stays connected to the handpiece, but if not, the suction tip falls out of the field. For the cases in which it has fallen inside the patient, it can be easily retrieved as a whole piece by the surgeons' hands or tweezers and irrigation of the wound is performed as a caution. Also, the procedures can be continued with the same faulty device, without suction, with manual suction, or with a back-up device when available. Therefore, if the device malfunction were to recur, it would not be likely to cause or contribute to a death or serious injury.

Event description:
It was reported that, during a cori assisted tka surgery, the suction tip of the real intelligence robotic drill guard broke off during cutting and fell out of the field. The piece was retrieved. The procedure was completed with the same device without delay. The patient was not harmed due to the reported problem.